Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The service has been canceled. We did not received any information about how the problem was solved. No logs were provided and no parts were returned for investigation. Due to lack of information, the root cause of the reported event can not be found.

Event description:
It was reported that the ventilator was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).